Manufacturer narrative:
Evaluation results (other): visual inspection of the returned product found the lens optic and one haptic torn. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found. Conclusions (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and foam tip plunger were not returned for evaluation.

Event description:
The reporter stated a 13.2 mm micl13.2 implantable collamer lens jammed in the injector and tore while being inserted. Additional info has been requested from the facility, but none has been forthcoming. If additional info becomes available, a supplemental medwatch will be sent.